Event description:
On october 21, 2025, a patient of unknown age was evaluated following an admission on (B)(6) 2025 for complaints of shortness of breath and a ground-level fall. The patient had a history of deep vein thrombosis, pulmonary embolism, non-compliance with rivaroxaban, and alcohol use. He was admitted to the hospital for presumed pulmonary embolism, but subsequently decompensated requiring endotracheal intubation and vasopressor support. Echocardiography demonstrated a left ventricular ejection fraction of sixty to sixty-five percent with a dilated right ventricle. Computed tomography was performed and was negative for pulmonary embolism. On (B)(6) 2025, the patient was cannulated for veno-arterial extracorporeal membrane oxygenation for right ventricular support, but the left ventricular ejection fraction also decreased to 10-15%, and the patient exhibited very narrow pulse pressure while on veno-arterial extracorporeal membrane oxygenation. The heart team requested urgent impella placement for left ventricular unloading. Subsequently, the white blood cell count was noted to be elevated and concerns for sepsis were raised. On (B)(6) 2025, platelet counts were noted to be decreasing and the patient was evaluated for heparin inducted thrombocytopenia. The patient was escalated to the impella 5.5 device on (B)(6) 2025. On (B)(6) 2025, the patient received transfusion of two units of packed red blood cells for anemia while a cerebral bleed was diagnosed per computed tomography. Systemic heparin was discontinued and bicarbonate placed in the purge solution. On (B)(6) 2025 the patient received additional blood products. The impella 5.5 device was explanted on (B)(6) 2025 while the patient remained on veno-arterial extracorporeal membrane oxygenation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The root cause of the injury was not determined due to insufficient clinical details.